Event description:
It was reported that the wire was stuck inside the catheter. A 150cm renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During procedure, it was noted that the wire was stuck inside the catheter. The wire and the catheter were removed as a unit. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. On visual inspection it could be seen that there were kinks 6.8cm and 7cm from the hub. The guide wire removed without difficulty from the microcatheter. A kink on the guide wire 131cm from the distal tip was also found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the wire was stuck inside the catheter. A 150cm renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During procedure, it was noted that the wire was stuck inside the catheter. The wire and the catheter were removed as a unit. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).